Event description:
The reported description of this complaint notes that although there was a visual alarm in response to a desat condition, the user did not hear an audible alarm on the m8004a bedside monitor. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description of this complaint notes that although there was a visual alarm in response to a desat condition, the user did not hear the alarm while monitoring the pt using a m8004a bedside monitor. The central monitor's diagnostic logs (reflect the bedside and central monitor's alarms) were reviewed upon receipt. Log entries related to bed # b3130 on the cited date of the event (B)(4) 2011 between 12:37 - 13:24 were captured and show below. The following is a detailed explanation of the logs entries: printscreens also submitted from the time of the event also indicate that the bedside monitor did produce two spo2 alarms for a spo2 measurement below the threshold of 88%. The entries recorded are: 13:00:14 - spo2 85<88 low priority spo2 alarm. A 13:1:50 - spo2 83<88 low priority spo2 alarm. The customer's biomedical engineer states product testing was performed on bedside monitor. Both visual and audible alarms are functional. In conclusion, based upon the central monitoring logs, the cited bedside monitor produced several desaturation alarms in response to a decreased spo2 desaturation beyond the monitor's preconfigured desaturation level. There was an audible alarm produced in response to the desaturation alarm at the central station. The bedside monitor does not record the audio alarms in procedures. Bedside monitor testing did not identify any functional issues with audible alarms. The IFU labeling adequately reviews alarms/reminder alarms. The info provided related to the situation and trending for similar issues do not support that there was any malfunction or that there is a systemic problem or design or labeling malfunction or any health risk. No further investigation or action is warranted.